Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240/2367 alarm (air in tubing), which occurred on the homechoice (hc) during peritoneal dialysis (pd), in dwell 1. The patient was connected at the time of the alarm. The patient stated she had two unused cassette lines in her organizer with their clamps open. The baxter technical service representative informed the patient that air was ingested into the system, that she would need to end the therapy and start over with new supplies, and advised her to contact her pd nurse about this event. Proper procedures per the user manual were reviewed with the reporter. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the alarm was use error. Per baxter labeling, users are instructed to close clamps on unused lines when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.